Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: dr. Teasdale was performing arthroscopy and towards the end of the procedure the light shut off completely. The surgical team changed light cables and the issue persisted. The surgical team replaced tower and the issue persisted. The adapter was changed and the issue resolved. *note, all light cables and adapters being returned were used in this case. The surgical team did not specify which adapters were used or not working. Two hours later during a lap chole with dr. Alfrey, light was completely lost (with a different light cord, adapters, light source). The tower used from dr. Teasdale¿s case (light source sn (B)(6) was pulled into the room and dr. Alfrey successfully completed the case. The light cord and adapters were not tagged from dr. Alfrey¿s case. A review with spd revealed the light cables and adapters sometimes undergo manual disinfection with cavicide. Other times the light cables, adapters are processed in the automated washer. The cameras, light cables, and adapters go through the sterrad for sterilization. Update: 2 separate occurrences with the same light sources. Unsure which cables and adapters were used in which procedure. All will come back to be investigated. Procedures both completed successfully with replacement devices. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, which renders certain combinations of safelight cables and adapters more difficult to separate than others. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.